Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with one syringe of skinvive¿ by juvéderm® bilaterally from under the eyes down to the jaw. Patient stated their face was uneven and for that healthcare professional(hcp) injected one syringe of unknown filter in the right side of face from under right eye down to bottom of right cheek. Next day, patient began to experience inflamed nodules, pain and burning sensation on the right side under eye and down right temple. Hcp suggested to massage the nodules. Patient went to a different clinic for a "jet dermal facial" 3 days post injection and experienced even more pain and burning. The symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-38657). This MDR is being submitted for the first suspect product, skinvive¿ by juvéderm®.